Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted in 2013 and has come to the clinic several times to have the shunt reprogrammed to the correct setting. The patient stated they were not around anything that would influence the valve to continue to change performance levels on its own. It was noted the patient was considering having the valve explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the following dates of service for when the patient had their valve resent from 0.5 to 1.0: (B)(6) 2019; and (B)(6) 2019. The patient stated there were no magnetic influences to contribute the change in their valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient presented to the clinic for a valve adjustment for setting that was to be at 1.0 but was moved to 0.5 every time they came to the clinic.